Manufacturer narrative:
The reported field event of reset was confirmed. Analysis of the device image found the device experienced one reset due to a bus error, which could temporarily relaunch the therapy app and restore full functionality. The device was not received in backup vvi mode due to the device restoring full functionality. Functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The reset could not be reproduced. The cause of the bus error could not be determined.

Event description:
During attempted implant, the device was found in back up mode. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.